Event description:
(B)(6) supplier reported to the manufacturer a pt was using a remstar plus continuous positive airway pressure (CPAP) device with a full facemask when a power outage occurred at the pt's home. The CPAP device reportedly did not automatically re-start after the power returned and the pt was admitted to the hospital following this alleged event. According to the dme, the pt began using the device with a full facemask and oxygen entrained at approx 1:30 am on (B)(6) 2009. At some point during the pt's use of the CPAP device, a power outage occurred due to an electrical storm. The pt's caregiver allegedly monitored the pt multiple times during the night and stated he heard the customer "snoring" and took no immediate action. The power was reportedly restored within 2-3 hours of the onset of the outage. The caregiver monitored the pt at approx 3:30 pm on (B)(6) 2009, and the pt was difficult to arouse. The pt was reportedly taken by ambulance to the hospital on (B)(6) 2009, where she was admitted following this event and discharged to home (B)(6) 2009.

Manufacturer narrative:
Several attempts for additional info regarding the pt's condition and treatment modalities while in the hospital were not honored. A prior diagnosis of "unresponsiveness, possibly hypoventilation obesity syndrome" may have been the cause of the hospital admittance according to the pt's physician. The CPAP device was returned to the manufacturer for evaluation on (B)(6) 2009. The manufacturer evaluated the device. Due to heavy nicotine contamination on the communication port, the device was unable to be tested on the multi-function test station. The device was tested for performance in the event of a loss of power. The device was started on ac power with the settings the device was received with. Ac power was removed from the device for fifteen mins and, when power was restored, the device automatically returned to the initial pt settings and provided the appropriate therapy. The remstar plus CPAP device's software error response to power interruption or fault condition is to return to normal operation at the device's previous settings when power is restored to the CPAP device. The intended use of the device is that the intended plus system is a CPAP device designed for the treatment of adult obstructive sleep apnea only. This device is not intended for lift support. Loss of therapy for the pt population does not represent a significant risk to the intended CPAP users. The pt's diagnosis of hypoventilation obesity syndrome occurs in obese pts who have shallow breathing patterns and typically requires bipap or other modes of non invasive therapy. The intended use of the bipap therapy is for treatment of respiratory insufficiency or obstructive sleep apnea. Due to the pt's diagnosis of hypoventilation obesity syndrome, it has been determined that the CPAP device was likely used in an off-label manner as the CPAP device is not cleared for respiratory insufficiency. The manufacturer does not have sufficient info to conclude that this off-label use did or did not cause or contribute to the pt outcome. The manufacturer does believe that product labeling and instructions for use are adequate to migrate the risks associated with the device being used inadvertently in this off-label manner (remstar plus user manual, part number 1023238, sections: intended use, warnings & cautions). Based on these findings and the data obtained through the investigation, the manufacturer concludes the device was involved in an isolated incident, which had causes that were not related to the device's design and/or labeling. The manufacturer concludes the device operated to design. The manufacturer therefore, determines further action is not indicated.